Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Manufacturer narrative:
The device was returned for analysis. This event will be updated when analysis is complete.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited right ventricular and left ventricular pacing impedance measurements greater then 2000 ohms. Noise was found on the right ventricular channel, however was not oversensed by the device. High threshold measurements were also observed. The pocket was reopened and the terminal pins were reconnected to the device which resolved the issue. Additional information was received that the pacing impedance measurements were again greater than 2000 ohms. The left ventricular lead was reconfigured to tip to coil with acceptable measurements observed and will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
The available information suggests this device remains in service without additional complication. Should additional information become available this event will be updated. Additional information was received indicating this device was electively replaced due to the subpectoral implant advisory communicated in december 2009. The pocket had been reopened due to a lead revision for another manufacturer's right ventricular lead. The right ventricular lead was explanted due to a fracture and was replaced with a boston scientific defibrillation lead. This device has not been returned for analysis. Should additional information become available, or if the device is returned for analysis, this event will be updated.

Manufacturer narrative:
A recent review of device memory noted the device had recorded one or two faults that were most likely caused by the use of electrocautery.